Event description:
It was reported during a laparoscopic cholecystectomy the surgeon used the el314 reusable clip applier and had difficulty and problems with the clip closing properly and subsequently, ligating the vessels.